Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported that the patient was having issues at school with following her assignments. It is believed by the caregiver that the patient is having increased seizures as well. Patient is also sometimes speaking with a lisp. Additional information was received that the cognitive changes appeared to have resolved with a therapy level adjustment. No additional relevant information has been obtained to date.